Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with MDR# 3030677-2016-00152. Data log analysis confirmed no fault found on the device. Replacement pads resolved the issue.